Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged causing the balloon to deflate. Another two btt short ports from accessory kits were used with the same issues. The harvester used a steri-strip to hold the inflation valve on the third short port and completed the procedure. The hospital did not report any patient complications. This report is for the third device.